Event description:
It was reported the patient received an inappropriate shock due to the right ventricular (rv) lead oversensing t-waves. It was indicated that when the lead was check there was no oversensing recorded, noise was not found and impedance was within the normal range. During the replacement procedure when the lead was tested with the analyzer, the impedance of the coil was greater than 4,000 ohms and there was noise confirmed. It was noted that the energy of the inappropriate shock was delivered as set, so there was an apparent lead fracture that occurred during the replacement procedure. The rv lead was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor fractured due to overstress, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. The analyst commented that the lead was returned with both the right ventricular (rv) and superior vena cava (svc) defibrillation cables fractured within the connector.